Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. UDI # is unavailable.

Event description:
It was reported patent had lead issue. X-rays indicated that the s2 lead has been fractured. As a result patient is awaiting surgical intervention to address the issue.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the lead was explanted and replaced. Reportedly effective therapy was restored.